Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2014, the patient underwent placement of a 26 mm x 105 mm proximal component (ztlp-p-26-105-ci3, lot # e2998838). The proximal edge of the graft material was distal to the left common carotid (lcc), but proximal to the left subclavian artery (lsa). The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was induced. No spinal cord protection adjuncts were used. Analysis of the completion angiogram noted that the lsa was partially covered and was not revascularized. The graft was patent with no evidence of endoleak, kink, compression, or infolding. The patient was discharged from the hospital on (B)(6) 2014 (12 days pp). On (B)(6) 2014 CT scan (21 days pp) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 26 mm. On (B)(6) 2014 CT scan (193 days pp) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 25.1 mm. On (B)(6) 2015 CT scan (385 days pp) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 26.4 mm. On (B)(6) 2016 CT scan (686 days pp) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 26.7 mm. On (B)(6) 2017 CT scan (1100 days pp) analysis: no evidence of kink, barb separation, stent fracture, compression, infolding, or migration. Since this was a non-contrast study, patency and endoleaks could not be assessed. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 27.5 mm. On (B)(6) 2018 CT scan (1442 days pp) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 26.5 mm. Analysis: thin layer of thrombus in the proximal endograft lumen. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: preoperative CT scan, procedure angiography and postoperative CT scan (8 studies) were provided and reviewed by expert imaging reviewer. The preoperative CT scan ((B)(6) 2014) indicated an anatomy suitable for the procedure: "the walls of the thoracic aorta are straight and parallel with no significant tortuosity or calcifications. The abdominal aorta and bilateral iliac arteries are widely patent and otherwise unremarkable". On the 13 months ((B)(6) 2015) and 23 months ((B)(6) 2016) postoperative studies there is a filling defect. The reviewer states "a focal, limited filling defect in the graft is first observed at 13 months. At 23 months, this appears to be limited, linear defect extending from the graft wall along the anterior lesser curve between the 2nd and 3rd stents. These stent segments overlap, as expected, where the graft conforms to the lesser curve". The impression of the reviewer is that "the filling defect could represent mild graft infolding where the stents overlap. Though this is not observed at 1 month, it could be related to the graft gradually conforming more closely to the curvature over time. This could also be focal, limited thrombus extending from a segment of mild graft infolding. The device appars to be appropriately sized to preoperative measurements. There is no significant angulation or tortuosity causing graft kinking. Causes of possible thrombus formation cannot be determined from the imaging provided". As per the IFU, arterial or venous thrombosis are a potential adverse event. A possible thrombus formation / graft infolding was confirmed based on the imaging received. As the site reported thrombus formation, the failure mode of the complaint will be addressed as thrombus inside stent graft. The cause cannot be determined. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.